Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that more than one lead was used in this event and clarified the 309201 lead (lot number: 60656492) was the lead that was used and placed inside the patient. Rep clarified there was no issue with this specific lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# 60646773, product type screening device product ID: 309201, lot# 60656492, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: (B)(6), ubd: 20-may-2027, UDI#: (B)(4); product ID: 309201, serial/lot #: (B)(6), ubd: 12-nov-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that the lead guide wire broke through coil. The lead was opened but upon discovery of the issue it was set aside and not used. It was unknown if the troubleshooting was performed. The cause of the event was not known. Additional information was received from the manufacturer representative (rep). When the rep was asked to clarify the statement that the lead guide wire broke through coil. The rep stated that the coil was outside of the guidewire and was unable to be threaded back on. The rep stated that the cause of the lead guide wire broke through the coil was not determined. The most likely cause of the event was due to the production of lead. When asked about the steps taken to resolve the issue, the rep stated that they brought the doctor a new basic lead and sent in the broken one to determine. The rep stated that the issue was resolved and they gave the doctor a new lead.

Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc product type accessory product ID 306001 lot# 60646773 product type screening device product ID 309201 lot# 60656492 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead tip was broken.

Manufacturer narrative:
H3: analysis of the returned 306001 lead (l/n: 60646773) revealed that the distal end of the lead was perforated by a stylet. Analysis identified that the body of the lead was stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.